Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. The difficult-to-position and helix allegations were confirmed based on the fractured cathode inner coil near the terminal end.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties which was attributed by helix would not extend/retract. This lead was successfully replaced. No adverse patient effects.